Manufacturer narrative:
Product analysis results are: the event was confirmed; a hair-like foreign material was found on the delivery system tray. The root cause of the event could not be conclusively determined as it is unknown if the hair like material was present during the manufacturing process or had occurred during the procedure.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. It was reported that upon opening of the packaging of endurant contralateral limb a hair-like material was on the white device tray. The physician elected to use the device as there were no particular issues with the delivery system. The stent graft was successfully implanted without issues. The physician stated that the material on the tray may have been included during manufacturing. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: still image evaluated, it appears as though a hair is present on the delivery system tray. The cause of the event is unknown.